Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of one haptic was missing. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a cc4204bf plate collamer lens. The nurse stated that the lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector model is a msi-pf, lot number unknown. The cartridge model and lot number unknown.